Event description:
The medical device associated with this report is a non-sterile, rayon-fiber tipped applicator (ob/gyn) consisting of a plastic stick and the rayon-fiber bud. It was communicated that the fiber comes off of the applicator during the exam and has to be retrieved with an instrument. The manufacturer stated that in june 2011 they reduced the concentration of glue which was used to secure the rayon tip to the plastic shaft. The low concentration of glue used to secure the rayon tip to the plastic shaft was determined to be the most probable root cause of the fiber coming off of the applicator.